Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Update received (B)(4) 2014: the complaint is being changed from MDR-no to MDR-yes because it was reported that the patient's right hip was revised on (B)(4) 2014 to address metallosis. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closedif information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received from clinical. Clinical report states that patient was also experiencing osteolysis.

Manufacturer narrative:
Update rec'd 9/22/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, discomfort, pseudotumor, difficulty ambulating, elevated cobalt and chromium levels, and infection. This is a duplicate report of 1818910-2014-24316. This report, 1818910-2014-1196, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2014-24316. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical report states there was an intraoperative pelvic bone fracture. The fracture was treated with an open reduction internal fixation and screw fixation. (B)(6) 2013 - additional information was received from clinical. The patient was also experiencing squeaking and snapping in their hip. The head and liner are being added for the squeaking and snapping. Update received (B)(6) 2014 - the complaint is being changed from MDR-no to MDR-yes because it was reported that the patient's right hip was revised on (B)(6) 2014 to address metallosis.